Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was unresponsive and the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. The customer declined to provide additional information regarding the issues.